Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned motor controller pcb board revealed a capacitor short which caused a failure of the 12volt signal.

Manufacturer narrative:
Event date: 09/2014. Received by MFR date: 11/18/2014. Conclusion / root cause: this failure was caused by the shorted cap c187 on the mc board. Replacement of c187 corrected the problem with the mc board. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator would not turn on and the power led was flashing. The customer reported the ventilator was not in use therefore was no patient harm or involvement. The manufacturers field service engineer (fse) confirmed the customer reported problem. The fse replaced the power management and motor controller pcb boards to address the reported problem. Final applicable testing was completed per operating specifications.